Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B1: adverse event was removed. B3. Required intervention was removed and updated to na. D9: updated to no. E3: updated to physician. H1: serious injury removed and malfunction added. H6: code 4641 removed and code 2199 added.

Event description:
Subsequently, after initial was filed it was reported that the ht command guide wire tip was noted to be separated due to suction was drawn back on the catheter and the tip of the wire was noted in the heparinized saline syringe. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: user facility /maude report number (B)(4).

Event description:
User facility medwatch report received that states "describe the event or problem: during the endovascular procedure, the hi-torque command workhorse .018lt guide wire 0.018" 300cm (ref# (B)(4); lot# 3060661) broke off into two pieces inside the patient's artery in the left leg. The entire wire of both pieces were removed without complication. What was the original intended procedure? : patient was to have left lower extremity angiogram, angioplasty, possible stent placement. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) ; device malfunction - that is, the device did not do what it was supposed to do; ". No additional information was provided.